Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event.  To date, despite multiple requests for information, the patient medical records have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.   In this case, the reason for explanting the 23mm sapien 3 thv 1 year and 4 months post tavr remains unknown and the device is not available for evaluation.  There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), one year and four months post implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the valve was explanted. The cause of the explant is unknown as attempts made to gather additional information were not forthcoming.

Event description:
As reported by an edwards lifesciences affiliate in australia, one year and four months post implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the valve was explanted due to unknown reasons. Additional information received through medical records reviewed clarified the patient had done well post procedure. However, fifteen months later, the patient presented with complaints of feeling unwell for a couple of months with significant weight loss. The workup revealed positive blood culture for a cardiobacterium endocarditis on the thv. Echo showed a gradient across the valve of just 4 m/s but no leak. There was evidence of root thickening. The was patient started on appropriate antibiotic treatment and crp declined from over 200 to 50 but not drop despite nearly two weeks of therapy, consequently it was decided to explant the valve. On opening the aorta it was immediately evident that the thv was infected with diffuse thickening and vegetations covering all three leaflets. Upon removing the thv, there was a large subaortic membrane or pannus of vegetation down in the lvot. A 23mm perimount magna ease valve was implanted. Echo after surgical valve showed good prosthetic valve function. Approximately month after the procedure, patient was doing well and was discharge to home.

Manufacturer narrative:
The following sections were corrected and/or updated based on review of the medical records received: b5, f10 (patient and device codes), h6 (conclusion codes). Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve.  The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the valve was explanted 15 months post tavr procedure due to late endocarditis with blood cultures positive to cardiobacterium hominis is one of several bacteria that is normally present in the mouth and upper part of the respiratory tract such as nose and throat. However, it may also rarely cause endocarditis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.  Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.